Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. During inspection and testing, error e315 (non-compatible endoscope) was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Additionally, during inspection and testing error e216 (scope communication error) was observed along with image blacked out during angulation. Based on the results of the investigation, it is likely that failure of the charged coupled device unit caused resolving power to be insufficient. However, a definitive root cause could not be specified. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use which state: precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide.¿ if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that before a diagnostic bronchoscopy during preparation for use, the bronchovideoscope had an error code e315 (non-compatible endoscope). The procedure was completed using a similar device. There was no delay or report of patient harm.